Event description:
On (B)(6) 2010, a (B)(6) female pt had left acl surgery. Along with the anterior tibialis tendon, a bone washer and lock screw were used. The pt developed symptoms on or about (B)(6) 2010, which is described as an "abscess inferior to the medial leg wound, 5cm below the medial incision." On (B)(6) 2010, she was given keflex and irrigation and debridement of the wound was performed. The current status of the pt is listed as healing with no problems.